Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.

Event description:
It was reported that the central control monitor (ccm) displayed a 'service gas system' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.